Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall charger did not charge the pump. Customer was able to charge the pump with a different wall charger and different usb cable. Customer's blood glucose was 119 mg/dl.